Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported via the manufacturer¿s representative (rep) that after being implanted they had multiple health issues from implant so they were hospitalized and told to turn the implant off. At the current time the issue wasn¿t resolved with the consumer¿s status being listed as ¿alive with no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.